Event description:
The customer stated that she replaced the batteries and the meter will not work. The customer stated that prior to replacing the batteries only half of the display was showing. A review of the system was conducted over the phone. This review indicated that the meter was not functioning and that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.